Manufacturer narrative:
The investigation for the reported issues has been completed. The field long term log was received and reviewed. A steady increase in purge pressure was observed 5 hours into the run, then high purge pressure alarms which then temporarily resolved but then a sudden spike in purge pressure was observed with purge line click-on not detected alarms and then a pump stop alarm. No product was returned. Only a data stick was returned with event logs. The cause of the high purge pressure and resulting pump stop was most likely biomaterial. The root cause of the biomaterial was most likely patient condition. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was on an automated impella controller (aic) for mechanical circulatory support. During support, the device exhibited several leaking purge cassettes. The staff replaced several purge cassettes; however, they kept getting errors of no fluid detected. Purge fluid was exiting the yellow hub. All troubleshooting done and unable to resolve. Temporarily protected the impella using pressure back and normal IV tubing on purge system. Also, low purge flow/high purge pressure was noted, the staff changed the purge, and the purge flow increased, then the pump stopped. The pump stopped several times and was able to be restarted, however the issues did not resolve. A stat echocardiogram was performed and noted an apical thrombus and another thrombus on the pump above the inflow. The team stated that the only option was to keep the pump in place as removing would eject clot and cause a possible stroke. It was reported that the patient died on support after cardio-pulmonary resuscitation. There is not enough information to exclude the impella device as an associated factor in the patient's demise.